Manufacturer narrative:
Device was used for treatment, not diagnosis. This event was initially reported to synthes complaint handling unit (chu) on (B)(6) 2015 by the synthes sales consultant, however, it was only reported to the sales consultant by the surgeon that the handle of the device had broken with no mention of a portion of the handle having broken off (fragment generated). Initially, based on the known information, this complaint was determined to be non-reportable. The device was not received by the synthes chu for evaluation until nov 25, 2015. Upon receipt of the device by the chu, it was noticed that the device handle had cracked and a portion had broken off. The complaint was then re-assessed and determined to be a reportable event on nov 25, 2015 (aware date). (B)(4). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A product development investigation was also performed for the subject device (sliding mechanism, part number 314.291, lot number 10-7739). The 314.291 sliding mechanism is an instrument routinely used in the collinear reduction clamp set per the product information sheet. The device was returned and reported that the handle of the device had broken. This condition is confirmed; the pa-66 schwarz plastic handle has cracked and broken off of the metal reduction mechanism. It is likely that over five years of consistent use has led to this complaint condition. It is also possible that excessive force may have been applied to the device causing it to break. The device was manufactured in 6/2010 and is over five years old. The balance of the returned device is in fair condition with some markings along its length. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. A definitive root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while using a collinear clamp on an unknown date the handle broke on the sliding mechanism during a surgical procedure. The surgeon was able to still compress the clamp but the black handle popped out of place and made it difficult to compress further. The instrument was not able perform as it is supposed to due to the reported issue. The breakage occurred at the area where the pin goes through the black handle. The surgeon was able to finish the procedure with the same collinear clamp. There was no patient harm or surgical delay as a result of this issue. The procedure was successfully completed. This report is 1 of 1 for (B)(4).